Manufacturer narrative:
(B)(4). Additional information received: they were firing on the pv not the pa. The staples formed on both the patient and specimen side both proximal and distal along the cut line, except for 2-3mm in the center on the cutline on both the patient and specimen side where there was a "gaping hole". She indicated stapler felt and fired normally, they have removed all vessel loops, and they could see the distal tip prior to firing no sales rep. Was present in the case. The event occurred on the 2nd firing on pulmonary vein. When the device was released after firing, the vessel opened on both sides of the cut line filling the chest cavity with 1 liter of blood. The vessel retracted and was difficult to locate. The patient received blood and is presently stable. It was communicated that the vessel was proximal to cut line and no extraneous tissue was in jaws during firing. Tension on vessel was released prior to firing. The risk manager at account indicated that she believes the patient is doing better now. The patient did code later the same evening but was able to be resuscitated. Since that time the patient has improved. The risk manager mentioned that these types of complications can sometimes occur in the post-operative period in these types of cases. Intra-operative photos were received. The photos provided were reviewed and a revised detail of the photos showed what appears to be tissue. Other than the tissue displayed on the pictures, there is no evidence to view. No photos of the device or cartridge were provided. Based on the visual evidence provided in the photos, no conclusion could be drawn. Device analysis may provide the evidence necessary to determine the root cause of the reported event.

Event description:
It was reported that during a pneumonectomy procedure, when firing on the pulmonary artery, the stapler fired normally, but when the stapler was opened; none of the staples were formed and the patient had massive blood loss immediately. When asked of all the tissue was behind the cut line before firing, the physician indicated that it was. Case completed with sutures.

Manufacturer narrative:
(B)(4). Batch # n54h9w. Corrected data the analysis found that one pve35a device was returned in good visual condition and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photos were received. The provided photos were reviewed and a revised detail of the photos showed what appears to be tissue. Other than the tissue shown on the photos, there is no evidence to observe. No photos of the device or cartridge were provided. Based on the visual evidence provided in the photos, no conclusion could be drawn.